Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional stent with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified and mildly tortuous lesion in the right coronary artery (rca). A 3.5x33mm xience xpedition stent was implanted. Post-deployment, a dissection was noted at the distal edge of the stent. A 3.5x15mm xience xpedition stent was implanted to treat the dissection, however, another dissection occurred. A new 3.5x12mm xience xpedition stent was used to treat the second dissection and complete the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.